Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during implantation of a xen®45 gts there was "erosion through conjunctiva" and that when "suturing, [hcp] noticed it was not incorrect position" and when xen was retrieved from ac it was fractured so xen procedure aborted", they "used a shunt" and a "patch graft was done". Right eye.